Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device there was an alleged malfunction of the therapy pca board. There was no reported patient involvement.